Event description:
It was reported that after implantation a ¿plastic¿ particle was left behind in the eye. It is unclear what part of the gib00 unit the plastic particle is from, the iol (intraocular lens) or the cartridge. Unfortunately the particle was not kept after the removal from the eye, lens remains implanted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned and the foreign material was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section. D9 - date returned to manufacturer: 08th july 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no lens was received as part of this return. The smartload was received inside of the original folding carton. The alleged foreign material was discarded per the initial report. No additional materials were received. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore a product quality deficiency or product malfunction could not be determined. Visual inspection under magnification revealed that the smartload was received coated in viscoelastic residue. The smartload was disassembled and further inspected. No issues with the smartload were observed and no further alleged foreign material was observed. No assembly issues were identified. No issues were identified with the complaint device. The customer provided photos which were evaluated by an subject matter expert (sme). The images provided were of the post implantation of an iol (intraocular lens) at the irrigation aspiration step. A particle can be observed at the edge of the lens, however, the nature or root cause of the particle cannot be determined. Conclusion: the complaint issue of foreign material was identified during product evaluation; however, the nature or root cause of the complaint could not be determined from a picture assessment. Therefore, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process and there is no indication of a product deficiency or product malfunction. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.